Event description:
Lpn administered ppd, engaged needle safety; safety did not engage. Lpn administered ppd using covidien monoject 1 ml tuberculin safety syringe lot 631950x. The needle safety did not engage after use. Nurse was able to slide safety shield back and forth over needle several times without force; lock did not engage. Needle was disposed of in a sharps container to prevent accidental needlestick. No injury occurred as a result. This is the second needle failure we have had from this lot since (B)(6) 2019; (B)(4).